Manufacturer narrative:
Stryker product analysis center (pac) further evaluated the removed part, system pcb assembly. The reported issue was duplicated. The cause of the reported issue was determined to be due to an inoperable crystal, y1, on the single board computer on the system pcb assembly.

Event description:
A customer contacted stryker to report that their device would not complete its boot up cycle during initial power on. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. After replacing the system pcb assembly as a preventative measure, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that their device would not complete its boot up cycle during initial power on. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.